Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation:visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, red particles, missing. Microscopic analysis was performed which identify crease smooth on posterior side. Based on the device analysis the final assessment is: a crease smooth on posterior side assessed as fold flaw opening. A piece of the shell is missing the assessment is inconclusive.

Event description:
Healthcare professional reported left side rupture, ¿minute liquid areas in the context," and ¿complex radial folds¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, ¿minute liquid areas in the context," and ¿complex radial folds¿. Device has been explanted.